Event description:
The catheter was placed for about 180 days and the dome came off the catheter tube when the catheter was removed by weak pressure from pt's stomach on 10/01/1998. The dome was voided as feces. A competitor's product was placed.